Manufacturer narrative:
Additional information was received that the injections that were given to the patient were for the pain unrelated to the stimulator. It was noted that it was unknown if the symptoms were device related.

Event description:
A report was received that the patient was experiencing severe pain and numbness in the legs when the stimulation was on. It was noted that the physician believed that these symptoms were due to scar tissue build up from previous surgeries. The physician administered injection to the patient. The patient was reportedly doing well and no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing severe pain and numbness in the legs when the stimulation was on. It was noted that the physician believed that these symptoms were due to scar tissue build up from previous surgeries. The physician administered injection to the patient. The patient was reportedly doing well and no further course of action will be taken at this time.